Manufacturer narrative:
Device evaluation: the customer has declined evaluation and repair of the device.

Event description:
The reporter stated that the unit did not recognize a 30cc syringe size. There was no pt injury or treatment associated with this event.